Event description:
I had essure implanted four years ago. I have constant right side pelvic pain as essure is in my muscle. I have had abnormal bleeding, weakness and abnormal vaginal discharge. My blood pressure is elevated a lot due to pain. I also have a permanent rash on my body. Rx meds: hydrocodone, ibuprofen 600mgs.